Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and an irrigation issue occurred during use on the patient. It was initially reported by the customer that fluid flow path was blocked during procedure. The procedure was delayed 10 minutes and subsequently completed successfully. There was no patient consequence. The customer's reported occlusion issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 22-jul-2025, additional information was received indicating the suspected device of the irrigation issue was the catheter. The problem did not exist while making the first map, to make the other map, took it out and it occurred during using. It was seen that there was no liquid coming from the tip of the catheter. Three-way intermediate faucet was changed, line was changed, the catheter was physically controlled. There were no issues with the flow rate change at the start of ablation. The correct catheter settings were selected on the generator. Based on the new information received which confirms the irrigation issue occurred while the device was being used on the patient, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and an irrigation issue occurred during use on the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The irrigation issue reported by the customer was confirmed. The root cause of the irrigation tube folded is traced to manufacturing process. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 23-oct-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3-sep-2025, additional information was received indicating that during the process, the catheter was blocked and the fluid flow was blocked. As such, the line tap and pump were checked to affect the flow. Fast current, slow current was tried to open the blocked part, but the blocked catheter could not be re-washed and was replaced. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).